Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3998, lot# v019569, implanted: (B)(6) 2007, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The patient reported the programmer was not working to make changes to stim. The patient was using stimulation on/off keys to turn on/off programmer and did not understand how to increase and decrease stim. The patient was educated and the issue was resolved. The programmer was working as intended. The patient reported sudden pain the back. The indication for use was post lumbar laminectomy syndrome. If additional information is received, a follow up report will be sent.